Manufacturer narrative:
Age or dob, weight, ethnicity: unknown/ not provided. Date of event: unknown, information not provided. Serial number: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: unknown/not provided. Telephone number: (B)(6). Telephone number: (B)(6). Device manufacture date: unknown as product serial number was not provided. Other: the lens is not returning for evaluation as it was cut for removal; therefore, a failure analysis of the device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient implanted with an intraocular lens (iol), model icb00, complained of visual disturbances. The doctor chose to explant the iol and replace it with iol model zcb00. Additional information received clarified that patient complained about both eyes. However, the explant is related to the left eye. Lens is not returning for evaluation as it was cut for removal. Post operative visual acuities provided as 20/25 right eye and partial 20/30 left eye with 20/20 achieved post lens replacement. Patient was reportedly doing fine post surgery and does not want to manipulate the other eye. No further information provided.